Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine pump error 25 due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received power error detected alarm. The customer¿s blood glucose level was unknown. Customer was not able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not stop flashing immediately. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to monitor the insulin pump and call back if the error reoccurs. The insulin pump will be returned for analysis.